Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the axsym digoxin iii assay is generating error code 31062 (invalid analysis result, read precision, nrmse) on a patient sample. Calibrator and control values were acceptable. Patient results were not reported out of the lab. No additional patient information was provided. No impact to patient mgmt was reported.